Manufacturer narrative:
The device was returned, and the interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.

Event description:
It was reported that the patient presented to the hospital for a pocket revision due to discomfort at the pocket site. The pacemaker was explanted and replaced. The patient was in stable condition.